Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to evaluate this unit. The stm installed a new power supply removable. The unit passed all calibration, functional and safety test perform and was returned to the customer and cleared for clinical use.

Event description:
It was reported that the led is not turning on and the fan won't power on the cardiosave intra-aortic balloon pump (iabp). The issue is that the power supply is not working. The customer tried different power cable to no avail. There was no patient involvement and no adverse event was reported. This event occurred during a preventative maintenance performed by the customer.